Event description:
The pt rec'd three cypher stents (catalog and lot number unknown). Approximately one year later, the pt discontinued taking his plavix. The pt then experienced a thrombotic blockage characterized by chest pain and was rushed to the hospital. He rec'd balloon angioplasty and was re-started on plavix 75 mg qd. He is feeling well now.

Manufacturer narrative:
The products remain implanted in the pt and are not available for analysis. Add'l info will be submitted within thirty days upon receipt.